Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009. After installation the pad-pak was removed adn re-inserted on 9 months later on (B)(6) 2010. The device performed successfully until (B)(6) 2011. A series of events on the same day indicate the device was switching on automatically. A visual inspection of the device indicated it was not being adequately stored as there were significant levels of corrosion found on the usb cable, screw heads and the labels were damaged and discolored. The reason for the self test fails were discovered to be caused by very low temperatures recorded by the device at the time of the fails. The problem with the device was attributed to a fault in the membrane. The root cause of the fault was attributed to the device being exposed to adverse environmental conditions which is known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.